Manufacturer narrative:
(B)(4). This is a report of a patient who re-used a set of supplies when initiating therapy. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who re-used a set of supplies following an unrelated alarm. Therapy had restarted and was in the process of priming the lines. The nurse was advised to end the prime and start over using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.